Event description:
While monitoring the performance of the concentrated carbon dioxide (co2_c) assay on the atellica ch 930 analyzer by reviewing instrument files, siemens identified falsely elevated concentrated carbon dioxide (co2_c) results were obtained on three patient samples on an atellica ch 930 analyzer. The initial results were not reported to the physician(s). The samples were repeated on the original instrument. The repeat results recovered lower than the initial results and were in the normal range. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.

Manufacturer narrative:
While monitoring the performance of the concentrated carbon dioxide (co2_c) assay on the atellica ch 930 analyzer by reviewing instrument files, siemens identified falsely elevated co2_c results were obtained on three patient samples on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse discovered evidence that liquid dripped in the reagent 1 probe (r1) area and into reaction cuvettes, serviced and primed the drain fluidics, replaced the reaction cuvettes and r1, and aligned the cuvette washer. Quality control (qc) were processed and determined to be acceptable. Siemens further evaluated the event and determined that the leaking r1 potentially contributed to the falsely elevated co2_c results. The instrument is performing according to specifications. No further evaluation of this device is required.